Manufacturer narrative:
Additional information the manufacturer provided the following expiration and manufacturing dates. Section d4 expiration date: the expiration date for the tablets is december 2022 section h4 device manufacture date: the manufacturing date for the tablets is january, 2021. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 15, 2021 section h3: evaluated by manufacturer: yes device evaluation: the retain and return sample were analyzed. The samples comply to specifications. Results of retain sample and return sample found comparable, no abnormality observed. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The complaint log for the past two years from the date of receipt of the complaints has been reviewed and no justified complaint of similar nature was found. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: this follow-up report is to correct the initial submission section d3 manufacturer was incorrectly provided as piramal pharma limited and the corresponding address and details were provided. The correct information is provided below. (B)(4).

Manufacturer narrative:
Additional information: age, weight and ethnicity: unknown/no information. Although supplier lot number 90996 was provided, expiration date: unknown, has not been provided by external manufacturer, and UDI are unknown. However, kit lot number information is as follows: kit lot# zj04915. UDI #: (B)(4). Expiration date 12/31/2022. Manufacture date 01/30/2021. Device manufacture date: unknown, has not been provided by external manufacturer. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted

Event description:
Consumer reported experiencing red and irritated eyes to the degree that she could not open her eyes while wearing contact lenses. She took care of her contacts using concept 1-step. She read the instructions and repeated taking care of her contact lenses. She left them in the solution for more than 7 hours. When she put on her contact lenses, she experienced the same severe irritation in her eyes. She thought it might be her imagination, but then explained that when she added the neutralizing tablets, they felt mushy (damp). At the time of this call her eyes had not recovered. Through follow-up on 09/13/2021, the consumer reported that she visited an eye clinic and was prescribed eye drops. She declined to provide the name of the prescribed eye drops or clinic information. She also reported that she purchased new neutralizing tablets and did not experience irritation. The customer stated that she suspects it was the neutralizing tablets were the cause of the reported issue. No further information was provided.